Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Fault logs from the device showing the error were obtained. The fse reported that the device was tested for 8 days and the issue could not be reproduced. The customer chose not to repair the unit.

Manufacturer narrative:
Due to character limitation e1(event site name): (B)(6) hospital. Due to character limitation e1(event site address): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use the cardiosave intra-aortic balloon pump (iabp) had communication error 115. No harm reported.